Event description:
It was reported via repair work order that the cot is missing the retaining post that could potentially cause unintended motion inside the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.